Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "slow leak." The alleged leak was noticed when the explanting doctor "performed a fill on the pt and the pt's feeling of satiety would only last a day or so". A fluoroscopy was performed and "no hole was evident in the lap-band from that test, but they still feel there is a leak". The device has been removed and replaced and was returned allergan for product analysis.